Manufacturer narrative:
Device eval summary below: this batch has been released in conformity with the specifications and was manufactured in sept. 2007 (expiration date: sept. 2009). The needle disengagement problem is known and identified and a corrective action (facp05/023) is in progress to find a solution. The analysis of the returned devices or the documentary researches in the batch files done in the past did not give any complementary elements to help understanding the problem. They showed that all the manufacturing steps and controls were registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
During treatment with juvederm ultra, the needle disengaged and product spilled. The physician was stuck with the needle in the middle finger of the right hand. The pt is a potential hiv pt. The physician was prescribed oral hiv med dose. The pt's hiv test came back negative. -hep c unk. The physician will be tested again at 3 months and at 6 months.